Event description:
Two years after original surgery, revision surgery performed to remove broken screws.

Manufacturer narrative:
Method: reviewed device history records. Results: device manufactured to all applicable specifications. No manufacturing defect, signs of excessive wear or inclusions that would cause this failure were observed.